Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent embolized. The lesion was located in an extremely calcified segment of the right coronary artery (rca). An al guide catheter was used. The physician had difficulty crossing the lesion using "several" stents of unknown sizes and types, but reported as "other manufacturers". The physician was then able to get a taxus express2 drug eluting stent in the ostium of the rca. "The physician was attempting this stent when the stent was stripped off the delivery system in the calcium". The stent was located in the distal rca and at this point the procedure was stopped. The sheath was kept in place and the patient remained on heparin overnight. The next day, te sheath was changed to size 8f. The physician crushed the embolized stent against the vessel wall in the rca, finishing the intervention. The patient was reported as ok. Additional information was requested, but has not been received as of the date of this report.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient, therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.